Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a moderately tortuous and heavily calcified mid right coronary artery. An attempt was made to pre-dilate the lesion with a 2.0 x 20 mm mini trek balloon dilatation catheter (bdc). However, the balloon was inflated once above the rated burst pressure due to the heavily calcified lesion, and the balloon ruptured. This also caused a dissection in the lesion, which was treated with an unspecified xience alpine stent. There was no adverse patient sequela reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: a visual inspection was performed on the returned device and the reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. It should be noted that IFU, cdc, trek rx and mini trek rx, global, instructions for use (IFU) states: balloon pressure should not exceed the rated burst pressure (rbp). In this case, based on the reported information, the physician did not follow the instructions for use as the device/balloon pressurized above rated burst pressure resulting in the balloon rupture. The investigation determined that the reported balloon rupture and subsequent patient effect appear to be related to user error as the balloon was inflated above rbp, thus resulting in the balloon rupture and dissection. There is no indication of a product quality issue with respect to manufacture, design or labeling.